Manufacturer narrative:
The device subject of the reported event was not returned for evaluation. Without the return of the device a root cause cannot be determined. The device history record (DHR) was reviewed and confirmed the subject lot was manufactured to specifications; no abnormalities were noted. A complaint review confirmed the reported event to be isolated for the subject lot. No additional issues have been reported.

Manufacturer narrative:
The investigation for this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported via vigilance report to ansm that they are experiencing "problems with the operating channel valve (black cap): on several occasions the sample got stuck at the opening of this cap with the suction valve (device with a red dot): did not return to its initial position after aspiration during the examination." No report of injury.